Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6)2025 into the abdomen, which is off-label usage of the device.the patient wears an omnipod insulin pump. According to the patient¿s mother, on (B)(6)2025, the patient¿s cgm was reading 63 mg/dl, and the bg meter was reading 400 mg/dl. The patient¿s mother stated the patient showed symptoms of ketoacidosis and was vomiting while getting ready for school. The patient¿s mother brought the patient to the emergency room (ER), where the patient¿s bg meter reading was 461 mg/dl, and diagnosed with diabetic ketoacidosis. The patient was treated with 2 units of intravenous insulin. The patient was discharged from the ER later the same day when his bg meter reading was 175 mg/dl. There was no documentation of further medical evaluation or intervention. The patient was ¿okay¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.